Event description:
Pt with a full denture in mandible. Six implants were placed and only one had to be removed due to non osseointegration. Implant was installed in intraoral region #27 and explanted after 4 months. Pt presented low bone quality.